Event description:
The flexcath steerable sheath had a leak during a procedure performed in (B)(6). It was possible to aspirate, but there was air present in the sheath. During the procedure, the physician observed st elevation in the patient which lasted for 15 minutes. The patient is fine following the procedure and there were no complications.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.